Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device otv-s190 exhibited an error message e315. According to the reporter, the error occurred at the beginning of the procedure. The reporter stated that the scopes that produced an error were not use on the patient. The third scope was connected to the otv-s190 did not show any error. The technical assistance support engineer advised the customer that the otv-s190 was not recognizing the scopes that were used and the chart for the otv-s190 was provided to the customer. The scopes model and serial number used on the otv-s190 were not provided. There was no patient harm or impact reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR) the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause likely that failure occurred because the scope of the non-object was connected, or because a foreign object (chemical residue, water, sebum contamination, dust, etc.) Was attached to the electrical contact point of the scope connector, and the communication with the scope did not function properly. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. As stated on the IFU and as a preventive measure, the user manual states: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. If the error message appears again, contact olympus. Olympus will continue to monitor complaints for this device.